Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was determined not to be a product complaint since it is currently being used with no issues. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that today during a case in (B)(6) hospital the pump was being used. The tubing was checked after it was set up. The valve was slightly loose, so it was tightened. After about an hour the pump began to fill and pressurized to a pint it broke off at the entry to the scope. The tubing was changed, and it was fine after that. Please see also medwatch report 1221934-2018-52938.